Event description:
Customer called stating she had checked her b/g and the reading was 467 mg/dl; she tested again three mins later and the reading was 211 mg/dl. No adverse events were reported. No controls were run. A request was made for the return of the device and a replacement was sent.